Event description:
It was reported an invalid impedance reading occurred during the pt's permanent procedure on (B)(6) 2014. Diagnostic testing confirmed the issue. The pt's extension was removed and replaced with 2 new ones, which resolved the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.